Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer is pulling/re-using insulin. Clinical support informed customer that pulling/re-using insulin is off label per the tandem user guide. The customer switched to fresh insulin and resumed insulin therapy on the pump. Customer's blood glucose (bg) level was in the 300's mg/dl.